Event description:
It was reported that during a polypectomy procedure, the nurse experienced a high degree of heat while holding the device's handle. The device was removed and replaced with a similar device. No further info is available at this time. No product will be returned for evaluation.